Manufacturer narrative:
The AED and battery were received from the customer and will be evaluated.

Event description:
After establishing the patient was not responding and not breathing the community first responder (cfr) attached the electrode pads and started bls while waiting for the AED to begin analyzing. Having not heard any further voice prompt from the AED the cfr noticed the AED had powered down. The attending (B)(6) crew arrived almost immediately and also noted the AED was not powered. The AED lid was still open. The cfr immediately closed the lid and after it was reopened the AED powered up and returned to analyzing. No shock was advised and bls resumed. Soon after this, the AED powered down again, and again after closing and reopening the lid, the AED resumed working. The sudden cardiac arrest event wasn't witnessed and it's unknown how long was the patient down before the AED was attached. The customer reported the patient appeared to have been deceased for a while and was pronounced dead at the scene. The reported problem with the AED doesn't appear to have contributed to the patient's death.

Manufacturer narrative:
The customer's AED and battery were received for investigation. The battery passed battery integrity tests. Using the customer's battery, the AED was powered up without any issues. Examination of AED files found no error codes had been recorded. The AED passed all incoming tests. Using a test battery and while undergoing light vibration AED self tests were run every 30 seconds for 20 minutes without generating any errors. With the customer's battery installed, the AED was bumped on the workbench multiple times without any interruption in operation. The main pcba was inspected with a microscope and no defects were found. After reassembling the AED, a simulated rescue was performed with a non-shockable rhythm from a defibrillation analyzer. The AED correctly analyzed the rhythm and prompted for CPR multiple times without shutting down. The reported problem of the AED powering down during use wasn't duplicated under normal operating conditions. Clinical and technical analyses of the rescue data (the data recorded at the time of the reported event) determined the AED correctly categorized the patient's asystole rhythm as nonshockable and didn't advise a shock. It correctly prompted CPR sessions as programmed. The data shows the lid of the AED was closed one time during the rescue and then reopened 19 seconds later. The continue CPR prompt of the device was set to no sound and the rescuer may have misinterpreted the silence during CPR as the device being power off. Aeds are shipped from cardiac science with the CPR prompt sound on. In order to change to no sound, the customer's AED administrator must use external software to deliberately change the setting. The setting can't accidently be changed by a user during a rescue. The reported problem couldn't be duplicated and the results of the investigation determined the AED functioned as designed.